Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. D.4.: this is the first of two reports for the same patient involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer to the second report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Initially reported by a consumer who is long time user of the contact lenses reported experiencing an eye infection and excessive tearing after using contact lenses. After consulting three different physicians and trying various medications, the latest physician indicated that the infection was likely caused by the contact lenses. This issue has persisted for over a month, and the consumer is currently on medication, including steroids, while no longer using the contact lenses. The current status of the consumer¿s eye was still improving at the time of this report. Additional information has been requested but not yet received.